Event description:
It was reported that during an orif surgery for femoral trochanteric fracture, the end-cap f/tfna 0 was difficult to insert. After forceful attempts with a screwdriver, it could not be fully seated, resulting in approximately 3mm of the end cap protruding from the nail. The surgery was completed with a delay of about 30 minutes. The surgeon noted possible damage to the screw threads due to the insertion method. The end cap was left implanted and is not available for return. There were no consequences or impact to the patient, and no observable clinical symptoms were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.